Event description:
It was reported that during preparation of the 3.0x28 rx promus stent delivery system per the instructions for use, the shaft separated. It is unknown if force was applied during handling of the device. The device was not used and there was no patient involvement. A new same device was used successfully. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the stent implant and contrast in the balloon, consistent with handling and preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube and jacket were separated 82 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There was a bend in the hypotube 4cm distal to the strain relief tubing. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was inadvertently handled during preparation as there was no damage noted to the sds when removed from the packaging. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.